Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to locate the app icon. Data analysis will not confirm the alleged complaint or determine a root cause. No injury or medical intervention was reported.